Event description:
A peritoneal dialysis registered nurse (pdrn) reported a patient was diagnosed with peritonitis. The pdrn stated the culture results were pending and provided no additional information. Notification was provided by the pdrn that the culture resulted positive for gram-negative bacilli. No additional information was provided. Attempts to obtain additional information were unsuccessful.

Event description:
Additional information was obtained documenting that the patient presented to the pd clinic on (B)(6) 2022 with a cloudy pd effluent bag. The patient was diagnosed with peritonitis. The pd cultures were obtained the same date and resulted positive for gram-negative bacillus. The patient¿s white blood cell count (wbc) was 12 (unknown units). The patient was initiated on antibiotics with gentamicin intravenous piggyback (ivpb) daily (qd) for 14 days. The pdrn attributed the peritonitis to a cassette defect or touch contamination. No issues were reported with the cassette related to this patient.